Event description:
A distributor in france reported a defect in the display unit cartridge following an incident on april 15, 2025. There was no adverse impact to customer's blood glucose level. No additional information was received regarding the outcome of the event as the pump was not returned, and the complaint was subsequently closed.